Event description:
On (B)(6) 2025, a 68 year old male patient with a history of pancreatic neuroendocrine cancer with metastasis to the liver, received histotripsy treatments to two lesions, in liver segments viii and vi. 5000mg of heparin was administered via IV during the procedure. Post-procedure CT demonstrated numerous hepatic lesions with interval enlargement of dominant right and left lobe lesions. A right hepatic dome lesion exhibited central hyperdensity indicating hematoma with possible active bleeding. The patient remained hemodynamically stable but reported right upper quadrant pain. Angiography confirmed active extravasation from a branch of the right hepatic artery into the tumoral cavity, which was successfully treated with coil embolization. The bleed was contained to the treatment cavity; no perihepatic blood or peritoneal blood was identified and no other immediate complications occurred. The patient was discharged home the same day as the histotripsy procedure and, the following day, reported no pain or discomfort and expressed satisfaction with care. Ongoing surveillance and follow-up imaging are planned.

Manufacturer narrative:
No device malfunctions or other noteworthy events occurred during the case.